Event description:
A malfunction was reported by the customer, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.